Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the during the original artificial urinary sphincter implantation, only the cuff was implanted due to the bleeding from left side of his pelvis and patient had to undergo arterial repair. On (B)(6) 2012 this patient implanted with both an inflatable penile prosthesis and artificial urinary sphincter pump and balloon after the patient healed from his arterial repair previously done.